Event description:
Information received from a consumer regarding the delivery of unknown drug in a pain pump. The healthcare provider (hcp) reportedly missed the pump reservoir during a refill and withdrew a white substance from the device pocket. Due to the withdrawn white substance, the pump and catheter were removed later that day. It was noted the patient had a staphylococcus infection a couple of weeks prior to the event, but due to the "infection working at the time" it was not determined if the infection was due to the pump. No further information was provided. Further follow-up was attempted to determine drug information, concomitant drugs, patient symptoms, pertinent history, and cause of difficulty refilling the pump. History: non-malignant pain, degenerative disc disease

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6)2006, product type: catheter. Product ID: neu_refillneedle, product type: accessory. (B)(4).